Manufacturer narrative:
Retainer ring black. On (B)(6) 2022 the customer had blank display, no delivery alarm and high bg's. The customer will have the pump replaced at the hospital. The pump had blank display with constant vibration. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat due to blank display with constant vibration. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case above the battery lock icon at the battery compartment, faded serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to perform the history download using thump or carelink upload due to blank display with constant vibration. The pump had blank display with constant vibration, problem isolated to pcba 2. During visual inspection, pcba 1 had corrosion. No damage noted on the motor or on the force sensor. Unable to perform the functional test and unable to confirm the no delivery alarm due to blank display with constant vibration. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump did not turn on. Customer changed the battery but insulin pump did not started again. The customer's blood glucose level was 500 mg/dl. Customer stated that the insulin pump was unresponsive even after inserting new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.